Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Attempts to obtain additional information regarding the out of range impedance measurements were unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that high out of range right ventricular (rv) lead impedance measurements were observed one day post implant. Increasing threshold measurements were also reported. No adverse patient effects were reported.

Event description:
Additional information was received that a rv lead revision procedure was performed as a result of the high out of range threshold measurements. It was reported that this was a result of the patient taking a large dose of sotalol. The rv lead was explanted and a new rv lead was successfully implanted. This device remains in service with the new rv lead. No additional adverse patient effects were reported.